Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom, not working, was confirmed as a false downstream occlusion alarm during evaluation the device was found out of specification. Downstream occlusions were verified through a review of the event history log and found to be caused by a failed force sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not working. There was no patient involvement associated with this event. No additional information is available.